Event description:
A medtronic ent representative reported that the site alleged their fusion system was inaccurate during an ent case. The surgeon reported that he tested for accuracy on anatomical landmarks at the beginning of navigation and was accurate. It was not until the end of the case that he stated there was a significant inaccuracy. The surgery was completed with the use of the fusion navigation system. The pt developed a cerebral spine fluid leak after the case and had to be emergency transported to the hospital from the surgical center.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.